Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over de¬livery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to the infusion set tubing with filling the tubing with insulin. Customer received approximately 10 units of insulin. Customer reported to have a treatment plan available if blood glucose lowers. Upon follow up, customer reported bg did not go low as the customer had disconnected as soon as it was noticed that the tubing was still connected during the fill tubing step.